Manufacturer narrative:
The impella 5.5 was not returned by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) african american male presenting with cardiomyopathy for hemodynamic support using the impella 5.5 device. Approximately 5 days into support, the pump stopped and could not be restarted. The pump was removed and a permanent left ventricular assist device (lvad) was implanted. The permanent lvad was planned, however, implanted sooner than expected due to impella pump stop.